Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's atrial lead exhibited rising lead impedance and frequent lead noise. Patient presented for atrial lead replacement procedure and the atrial lead was explanted. During the procedure, the implantable cardioverter defibrillator was explanted prophylactically due to the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion. During the same procedure the left ventricular lead became dislodged and was also explanted. The patient was implanted with a new device system. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).